Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due a suspected fracture. Noise, and oversensing resulting in one inappropriate shock as well one high out of range pacing impedance measurement. The patient was not pacemaker dependent thus no asystole was noted. A new lead was implanted successfully while the rv lead was surgically abandoned. No additional adverse patient effects were reported.